Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they had been having a lot of issues with their stimulator. Patient said they would charge the implant, but within an hour or two the stimulation would cut off and controller would say implant needed to be charged. Patient clarified the implant battery would deplete really fast. Patient service specialist asked event date, patient said almost a month now and they just stopped charging for a while because of that. Patient went to charge again yesterday and said the controller said needed to be updated because the time and date were incorrect (understood as memory problem). Patient charged controller fully, but when they tried to charge implant, the controller was just making a clicking noise and kept saying to reposition like before, but the implant was not charging at all. Patient mentioned they had an issue in the past where the implant wasn't charging and patient services did something that fixed the issue and got patient charging again. Patient started a recharge session during the call and reported no device found. Patient then entered passive recharge mode, and reported numbers 99-99-99. After a few minutes, patient was able to start recharging excellent (controller 100%, implant 30%). Agent reviewed no device found troubleshooting when implant battery is empty and reviewed to continue charging. Agent reviewed where to find date/time settings in menu for when patient was done charging. Agent then redirected patient to their healthcare provider to further address the issue of implant battery depleting fast.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97745 (serial: unknown); product type: 0201-programmer patient; implant date n/a; explant date n/a medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.